Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer provided a 3-lumen catheter which was visually examined and functionally tested. The catheter appeared typical and met dimensional specification. The ID of the clamp could not be measured since it is made from a pliable material and had been used. But it was reassembled and performed as expected. A pin gauge was able to pass through the catheter without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions indicate that the juncture hub should be used as the primary suture site and the clamp and fastener can be utilized a secondary site. It also states to ensure the catheter is moist before attaching the clamp to the catheter. The reported complaint indicated the migration occurred only if they do not suture the hub, which is contrary to the device instructions. As a result, the probable cause of this event is use error. A customer in-service has been initiated for this issue.

Manufacturer narrative:
(B)(4). The customer alleges this occurred several times but does not have an exact quantity.

Event description:
It was reported that on several occasions after the patients are transferred to the ICU they are finding the central venous catheters that were placed in the emergency department are "slipping" through the "locked" catheter clamp. It was noticed that if they only suture he second site and not the actual hub of the catheter they experience catheter migration. This is most noticeable if there are fluids or if the alcohol prep pads have been used on the catheter post insertion. There were no delays in treatment and no patient deaths or complications reported.